Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the issue is likely due to degradation that occurs as the device becomes worn, weakened, corroded, or broken down due to overtime such as aging, permeation and corrosion. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope had a cut at the pink probe and there was no ke45 at forceps cover. There was no patient involvement.